Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Multiple attempts to obtain additional information and procedural images have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the prosthetic valve leaflet was compromising the ostium of the left main coronary artery with approximately 70% effective stenosis. A stent was placed into the left main coronary artery with excellent results and no complications. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device implant query was used to obtain the patient's name and the patient identifier was added to the report.

Manufacturer narrative:
It was reported that in pre-case planning, the surgeon decided to (prophylactically) stent the left main coronary artery based on the fact that the artery's take off was low in proximity in the basal plane. There were no allegations or indications that the valve compromised the lmca.

Manufacturer narrative:
Additional information was received indicating that 10 days post valve implant, a troponin rise was noted at 1.16 ng/ml and a coronary angiogram revealed 80% distal left anterior descending (lad) lesion and disruption of the previously placed stent from the left main coronary artery. The distal lad was stented with a drug-eluting stent (des) and the left main coronary artery was re-stented with a des. No other adverse patient effects were reported. (B)(4).